Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the hospital in 2010, that the patient had a groshong cuffed tunnelled catheter removed. It was noted that the cuff remained in the patient for 3 years before it was removed. The patient went in for a mastectomy, because a lump was found on her breast. It was noted that the lump was the cuff from the groshong catheter.